Event description:
I have used fixodent since 1984 until 2009, while using fixodent, I have weakness in my legs, and blisters in the roof of my mouth, along with blood boils on my gums at times. Also am having a rare skin rash all over my body, and have really bad nerves due to these problems. Blood test shows I have levels of in my blood. Dose or amount: denture cream. Frequency: two or three times. Route: oral. Dates of use: 1984 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.